Event description:
It was reported that the patient presented remotely via merlin net. Review of the transmissions revealed that the right ventricular lead exhibited oversensing noise. Further information was requested however, was not provided.